Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient at post-procedure 36 month the blocked state of target aneurysm (modified raymond-roy classification) identified a neck remnant/incomplete occlusion. Retreatment was identified. Blood flow remained in the aneurysm, so 2 additional leads were placed. Changes to antiplatelet therapy were made. Additional medications: clopidogrel 50 mg (B)(6) 2022 through (B)(6) 2024, asprin 100 mg started (B)(6) 2024 and clopidogrel 75 mg started (B)(6) 2024. Mrs identified no obvious impairment despite symptoms. No branch vessel occlusion was reported. No device malfunction was reported the patient was being treated for a unruptured spindle shaped left vertebral artery (va) aneurysm. Aneurysm dimensions: diameter height 10.8 mm, maximum diameter 25.1 mm, dome diameter 10.0 mm neck diameter 25.1 mm. Ancillary devices: catheter phenom, navien

Manufacturer narrative:
Update d3, b5, and d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The reported adverse event was categorized as other: re-treatment. No accompanying symptoms were reported. The event onset date was (B)(6) 2024. The event was assessed as serious, and a causal relationship with both the device and the procedure could not be ruled out. The outcome date was (B)(6) 2024, and the patient¿s condition was reported as improved.

Event description:
Additional information received reported that if additional information is received pertaining the reported event it will be shared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.